Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue.

Event description:
The customer reported the ventilator would operate on backup battery power but would shut down when ac power was connected. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the unit would not power on when connected to ac power. During testing the fse reported there were no voltage reading out of the power supply. The fse reported the power supply was replaced to address the reported problem. Applicable final testing was performed to operating specifications and passed. Power failure due to loss of ac power may result in shutdown of the device during normal ventilation operation.

Manufacturer narrative:
Supplemental report